Event description:
During rota passes w/1.25 burr, the rota wire fractured off and remained in the patient. The rota burr perforated the diagonal artery. All attempts to jail wire under stent were unsuccessful. Artery was too calcified to advance the long balloon inflations over diagonal to occlude perforation- not successful. Unable to pass covered stent. Des stent that was deployed did not occlude the diagonal. The perforation remained a contained localized effusion by tee. The wire remained inside the patient. Risk has the other half of the product failure. Patient passed away shortly thereafter.